Manufacturer narrative:
Unit received with unexpected battery power loss, low battery alert and had high sleep current, problem isolated to pcb 1.

Event description:
The customer reported via phone call that the insulin pump had low battery alert prior to replace battery alert. Customer's blood glucose level was 112 mg/dl. The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.